Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient had been in a automobile accident in which he was rear ended. The patient reported the stimulation had changed. Follow up identified the physician implanted a new scs system on (B)(6) 2013 for peripheral purpose and the existing scs system was left implanted. It was reported the patient received effective stimulation postoperative.